Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer would not open, indicating a recurring issue and the user had to relaunch the application to restore functionality. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A technical support specialist (tss) remoted in and relaunched the application, allowing the nurse to continue with the task. However, the issue continued to recur. Each time medications were issued for patients back-to-back, the drawer failed to open after the first completed transaction. When attempting to issue medication for a different patient, the tss had to exit and relaunch the application for the drawer to function. The behavior matched production issue (pi), although it occurred more frequently than documented. The system functioned as intended after the technical support specialist troubleshot the device.